Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported they are a patient who has had many scs implants. Patient reports they were implanted in 1997. Patient believes the ceo may not know about some of the implants being put into people without consent. Patient reports they had experimental implants made by the manufacturer. Patient stated they could be used to do bad things to the remotes like with scs devices and a magnet being able to turn the device on and off.